Manufacturer narrative:
(B)(4). The analysis results found that the tlc75 device was received in good visual condition and with a cartridge present. The cartridge was unlocked and with 4 drivers up. In addition both forks were damaged, this damage is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open colon resection procedure, the product was opened and when the surgeon went to place stapler on colon, staples began to fall out of the reload. Stapler was not fired and removed from field. Case completed with another device of the same product code. There were no patient consequences reported.